Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri: time of eri in save to disk on (B)(6) 2008, device eri<=2.62 volt and eol battery voltage is 3 months after eri. Weekly battery voltage log data shows min bat=2.59 to 2.57 volts range between (B)(6) 2010 and (B)(6) 2011. Patient alerts for low bv on (B)(6) 2008 03:00:04 and (B)(6) 2011 03:00:03.

Event description:
It was reported that a message in the patient alert log indicated that the device reached elective replacement indicators (eri) three years prior, but has not indicated end of life (eol) as of yet. It was suspected that there was an error in the device clock at some point, causing the eri to be recorded on the wrong date. The device remains in use. No patient complications have been reported as a result of this event.